Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately 41 minutes into the procedure, a "low water pressure" warning message appeared. After the procedure was completed, it was noticed there was a small leak in the seam of the catheter, between the prosthetic and the anchoring balloons. The patient did not complain of bladder discomfort nor was any water coming from the patient's urethra. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacturer date and expiration date can not be determined. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.